Event description:
Boston scientific received information from the local sales representative that during a change out procedure this cardiac resynchronization therapy defibrillator (crt-d) was in storage mode at 2.16 volts. Boston scientific technical services (ts) was contacted and discussed that no therapy would be available. The crt-d was successfully removed and replaced. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.